Event description:
It was reported that the insulin pump alarmed for button error after it was exposed to moisture during a swim. Blood glucose reading was 7.5 mmol/l. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, minor scratches on display window, missing end cap sticker and scratched case. All buttons functioning properly. Moisture damage was noted on keypad traces. No button error alarms noted. No moisture damage was noted on electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.